Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that while an astral was being serviced it failed to charge its internal battery and was unable to be turned on. The device was not in use when the fault occurred therefore there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device was replaced as a result of the complaint. Performance testing found that the internal battery can be charged and was able to power the device. Review of the device and battery logs revealed error messages relating to internal battery inoperable empty alarm, total power failure and power source switched to ac mains confirming the internal battery was not being charged. Based on all evidence and previous investigations of similar complaints, the investigation determined that the device charging failure was due to a software issue. During investigation, it was also confirmed that the device failed to complete its internal self-test. The self-test failure was due to a defective non-return valve (nrv) within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that while an astral was being serviced it failed to charge its internal battery and was unable to be turned on. The device was not in use when the fault occurred therefore there was no patient involvement.